Event description:
It was reported that thrombosis and a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient had a follow-up transesophageal echocardiogram (tee) procedure. The imaging showed there was thrombus on the face of the closure device. The patient stayed on eliquis and had a follow-up tee planned for 6 weeks after the procedure. Two months post procedure the patient had a cerebral vascular accident. The patient was switched from eliquis to lovenox.